Event description:
It was reported that during a revision of the associated right ventricular lead, the right atrial lead was noted to be lacking slack. The lead was successfully repositioned which added more slack. The leads electrical measurements were checked and noted to be good. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).